Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 the patient reported when they up the stimulation, it helped with the neuropathy and burning on feet but they have to take medication more so than should and they are really disappointed. Patient stated they can feel sensation going thru legs but never felt sensation in feet. Patient stated they saw a manufacturer representative (rep) a few times to fix the issue and rep did reprogramming and they are still not feeling sensation to the feet. Patient stated they met with rep about month and half ago for programming. Agent reviewed reps role and recommend patient consult with hcp ofc for next step. On 2024-dec-13, additional information was received. The rep reported that they came up with some different programming to address patient's neuropathy. Patient is currently evaluating their new settings to see if there is some improvement. It is not known why their current settings weren't working. It¿s not able to get all the way to her feet previously. On 2025-jan-30, additional information was received. The pt reported they don't feel relief from the therapy. The pt was going to meet with another rep on (B)(6), but they overslept and missed the appointment. The pt mentioned meeting with a rep in the past multiple times for reprogramming. The rep had changed the settings on the therapy and one of the programs didn't work. The pt stated the device was implanted to address neuropathy in their feet, but the therapy was not working for their feet. Since the last reprogramming, the pt has been needing to charge the ins more often because it doesn't even last for 12hours. They also reported they were feeling an electric charge to the side of their stomach. The issue was not resolved. The pt was redirected to their doctor to address this issue. An email was sent to reps to inform them of the pt's request to see another rep.